Event description:
Report indicated that on (B)(6) 2012, the consumer wore lenses for approximately 4 hours. The consumer's eyes were dry and uncomfortable. Consumer assumed that it was a result of not wearing lenses for a number of months. Removed lenses and discomfort eased. Used artificial tears product to hydrate eyes. Four days later, the consumer woke with gritty feeling in both eyes. The consumer assumed he/she had conjunctivitis. As consumer lives in a regional area, with no general practice (gp) or health clinic available, the consumer presented to local (B)(6) where he/she was prescribed clorsig antibiotic drops. On (B)(6) 2012, the consumer was concerned with healing of eyes, so he/she consulted gp who added clorsig antibiotic ointment to the treatment regime for use at night. Two days later, the eyes were still not healing so returned to gp who referred to (B)(6) hospital. The (B)(6) hospital was unable to offer an appointment before (B)(6). Gp suspected wound had become corneal ulcer and requested daily review of patient. On (B)(6) 2012, the consumer consulted private ophthalmologist who diagnosed bacterial infection and prescribed ciloxane antibiotic drops and prednisolone forte tablets. On (B)(6) 2012, the consumer experienced increased pain levels and noticed wound becoming larger. Gp suggested that a scraping of the wound be done to confirm bacteria type. On (B)(6) 2012, the ophthalmologist took scraping, debrided wound, and stopped all antibiotic therapy. Consumer was told to keep taking prednisolone forte only. The following day, the consumer woke with high pain and enlargement of the wound which now covered the iris and pupil. Ophthalmologist rediagnosed as fungal infection and ordered natamycin drops from USA. The consumer was admitted to the hospital on (B)(6) 2012 and treatment with natamycin drops began the following day. Patient was discharged on (B)(6) 2012. On (B)(6) 2012, the consumer reported feeling unwell and in a reasonable amount of pain. The consumer is having trouble sleeping. She/he is extremely sensitive to light. The consumer's vision is still compromised and he/she is currently seeing white haze. The consumer is wearing a patch to help with the light sensitivity. Consumer reportedly had not used any other solutions on the lenses. They were from a new pack that had not been worn before. Attempts to get additional information have been unanswered. It is unknown which eye had the ulcer.

Manufacturer narrative:
Two sealed blisters were returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. The solution was also tested. The ph was in specification. Lot l001fw6 was produced under normal conditions. Device history review has been requested and results will be submitted in a supplemental MDR. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.